Manufacturer narrative:
A product investigation was performed. Only one va locking screw was returned for investigation. The visual inspection has shown that the screw in question presents heavy wear marks on the thread of the screw head as well as some minor wear marks on the thread of the screw shaft. The review of the production histories revealed that this va locking screw was manufactured in february 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The raw material met specifications. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however, this complaint condition is most likely a result of the screw not being positioned appropriately so that the thread at the screw head got damaged during the insertion. No product related issues identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported: va-lcp volar rim dist-rad-pl2.4 le shaft (part # 04.115.751s, lot # l394357, quantity 1), therapy date is (B)(6) 2017. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(6). Supplier: (B)(4). Manufacturing date: 21.feb.2014 expiry date: 01.feb.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.124 / 7591437 was manufactured in us. Manufacturing location: (B)(6). Manufacturing date: 29-jan-2014 . Part no: 04.210.124, lot no: 7591437 (non-sterile) - 2.4mm ti va locking screw stardrive 24mm. Quantity (B)(4). Components reviewed: raw material part 04.211.024.999 bp55, lot 7586192 meet specification. Product was released to bp55 on 17-jan-2014. Inspection sheet for (B)(6), turn/thread head, flute anodize, final inspection (B)(4) meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for distal radius fracture on (B)(6) 2017. The va (variable angle) locking screw could not fix the rim plate at the central and ulnar holes in the distal second row. The variable guide was used during drilling the hole. Although another screw (different in lot number, same in size) was tried, the locking screw could not fix the plate either. As the surgeon¿s judgement, the screw only on the ulnar side was inserted without applying torque and left in the patient. The surgery was extended for 5 minutes. There was no patient harm, patient status is stable and procedure was successfully completed. This complaint involves 1 part. Concomitant devices reported: va-lcp volar rim dist-rad-pl2.4 le shaft (part # 04.115.751s, lot # l394357, quantity 1). This report is 1 of 1 for (B)(4).